Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The manufacturer received information alleging the device had a problem turning on and then an hour later the power brick of the device erupted in 3-6 inches of flames. The patient woke up to the fire and used a pillow to smother the flames. The power suppply and cord are melted. The device was plugged into a "wall outlet anchor power strip." The patient also alleges that their property was damaged by the fire. Their carpet has a huge black melted spot and it is ruined. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging the device had a problem turning on and then an hour later the power brick of the device erupted in 3-6 inches of flames. The patient woke up to the fire and used a pillow to smother the flames. The power supply and cord are melted. The device was plugged into a wall outlet anchor power strip. The patient also alleges that their property was damaged by the fire. Their carpet has a huge black melted spot, and it is ruined. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown contamination at the air inlet and the bottom of the blower box, black specks in the bottom enclosure, unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal, unknown contamination under flip lid seal and humidifier enclosure and missing water tank. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Device eval. By mfg, device eval by evl, date return, evaluation method code, evaluation results code, component code grid and conclusion code grid, remedial action init and recall number has been updated.